Event description:
The customer contact reported that during prevention maintenance testing at the user facility, the device touchscreen does not calibrate. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.